Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned product confirmed the complaint. Although the exact root cause could not be determined, misuse and heavy usage may be contributing factors. Review of the as400 found this lot was placed into warsaw distribution in july of 2007. The instrument is over 8 years old. A two-year search of the complaint database did not identify a trend. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI# (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
Nurse was practicing placing a trial implants on the handle and the humeral implant driver broke. A piece of metal rod and spring had fallen off the instrument.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.